Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during a port placement, the device allegedly had occlusion and failure to flush. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event investigation summary: one flushing connector was returned for evaluation and one electronic photo was provided for review. Visual and functional evaluation were performed. The investigation is confirmed for the reported difficult to flush and obstruction of flow issues as resistance was noted upon flushing and aspirating the device. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the device allegedly had occlusion and failure to flush. The procedure was completed using another port. There was no reported patient injury.